Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from ¿low¿ to 225 mg/dl. Customer alleged the control iq software did not function as intended. Although requested, the customer did not upload pump data for review. The customer addressed low bg level with carbohydrates. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was not verified and a different issue was identified. The information will be used for tracking and trending purposes.